Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times. Tandem technical support could not verify any alarms or alerts in the pump logs. Customer did not respond to attempts to obtain additional information.